Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device powers off by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
**UDI related data quality updates only**. Corrected information for supplemental medwatch report 001 ¿. Section d4, model #, of the initial medwatch report stated: prt-01444-000. Section d4, model #, of the initial medwatch report should have stated: v*home, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it unexpectedly powering off by itself was confirmed. Ventec observed that the device would power off and then reboot. Ventec opened the device in order to perform a visual inspection where it was observed that the internal flow transducer (ift) cable was no longer fully seated to the ift. Ventec reconnected the ift cable to the ift to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was not fully seated.